Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient has been scheduled for bilateral implant explantation surgery on (B)(6) 2021. On (B)(6) 2021, mentor also received additional information indicating that the patient also experienced droopy breasts, hardening of both breasts, uneven breasts, tightness, pain that is off and on, and shocking sensations. The patient does not like how far apart the breasts are. In addition, the patient also has grade ii breast ptosis bilaterally, loose skin bilaterally, and the baker grade on the left breast is actually iii. Patient's weight was also provided and populated accordingly. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, paresthesia. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered bilateral capsular contractures (baker grade IV), post-procedure. The capsular contractures were diagnosed during physical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.